Manufacturer narrative:
The returned step drill is regarded to be the subject product. After disassembling the stopper unit, the pegs of the inner part were found significantly bent which prevents the unit from sliding smoothly over the scaling as intended. Additionally the bent pegs prevent locking of the loose wheel. The scaling of the returned step drill itself was found fully functional during check with a sample stopper unit. The device was documented as faultless prior to distribution and as it had been in use for a longer time (since 2014) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The exact root cause for the damage found at the stopper unit returned cannot be determined, but it can be ascertained that high forces are required to deform / bend the pegs of the device this way. The damage might have been generated during assembling / disassembling (i.e. During cleaning / sterilization process). Based on the above observations it can be concluded that the deformations were generated by rough handling. Thus, the root cause of the reported event is considered user related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the stepdrill to gamma 3 1320-0190, it's not possible to lock the messuring attachment. Then it's possible to drill to far in caput.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the stepdrill to gamma 3 1320-0190, it's not possible to lock the measuring attachment. Then it's possible to drill to far in caput.